Manufacturer narrative:
Bench repair replaced the central processing unit printed circuit board assembly board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by bench repair on the v60 indicating that while performing service, it was observed that after rebooting the device a vent inop alarm was sounding and cannot be shut off while plugged in. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.